Manufacturer narrative:
The investigation for the reported limb ischemia and vascular damage has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and vascular damage could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and they had a right anterograde sheath placed along with left retrograde sheath for femorofemoral bypass due to loss in pulses to the right lower extremity. The right lower extremity was then dopplerable with a return in color and temperature. Additionally, the patient had abdominal bleeding and massive transfusions were administered. The patient did not recover. Care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.